Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Customer states that when they place the powerloc max port access needle they hear a clicking noise like the safety feature engages when the needle is placed. When they go to de-access the needle, the safety mechanism does not engage and the needle will not slide back. They have had to grip the entire base of the needle and pull it out. They claim this way to disengage the needle causes more pain for the patient and has an increase in accidental needle stick risk for the bedside nurse. It was reported this occurred with thirty devices. This report addresses the twenty-third device.